Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used during a common bile duct stone removal procedure performed on (B)(6) 2019. According to the complainant, during the procedure, an alliance ii inflation handle was used in conjunction with the trapezoid basket in an attempt to crush a stone over 2 cm in size. However, the handle cannula of the trapezoid basket broke during the attempt and failed to crush the stone. In order to release the stone from the basket, the physician changed the position of the basket and shook the stone out of the basket. The procedure was completed with another trapezoid rx basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Device code 1069 captures the reportable event of handle cannula broke. Visual inspection of the returned device found the handle cannula was pulled out from the finger ring portion of the handle assembly. Both dimples from the screws were visible at the proximal section of the handle cannula. Drag marks were present from the dimples towards the proximal end, indicating the cannula had been forcibly pulled out from the set screws. The distal screw and proximal screw depth were measured and both were found within specification. Based on all available information, the investigation concluded that procedural or anatomical factors encountered during the procedure likely affected the device's performance and integrity. Handling and manipulation of the device during use can lead to the handle cannula pulling out from the finger ring. The drag marks observed in the handle cannula indicates that excessive force was applied to the handle to crush the stone or retract the basket, resulting in handle cannula detachment. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used during a common bile duct stone removal procedure performed on (B)(6) 2019. According to the complainant, during the procedure, an alliance ii inflation handle was used in conjunction with the trapezoid basket in an attempt to crush a stone over 2 cm in size. However, the handle cannula of the trapezoid basket broke during the attempt and failed to crush the stone. In order to release the stone from the basket, the physician changed the position of the basket and shook the stone out of the basket. The procedure was completed with another trapezoid rx basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.